Event description:
The company was informed that the recipient reportedly experienced device migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient experienced no response to stimulation. Per the medical report, pre revision surgery imaging revealed the device was in the vestibule. The recipient's new device was successfully activated. The external visual inspection revealed cuts in the silicone overmold on the top cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was broken. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.